Event description:
It was reported that the balloon catheter could not be removed from the 5f introducer, after the completion of an angioplasty of an artery. It was recommended that a 5f introducer sheath should be used, which they did. The case they were doing was an angioplasty of the sfa. The introducer and the balloon had to be removed together. Once it was out of the patient they were able to remove the balloon from the introducer. There was not reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned as well as a 5f introducer sheath dilator (cordis brite tip). The balloon was received outside of the sheath. The balloon was folded in two wings and appeared intact. Visualized the balloon under a microscope and the marker bands appeared intact and there were no kinks observed. There is a section on the catheter that appears to be ruffled approximately 5.9cm from the tip. There were no visible kinks on the catheter and the length of the catheter was found to be within specifications. The catheter was patient when checking it with a 0.035 guidewire. The catheter was flushed with the guidewire in, whereas the introducer was flushed without the wire in using an inflation device. The air was purged out of the balloon per the IFU. The balloon was easily inserted through the introducer sheath, except through the ruffled area where it was difficult but the force it went through. The balloon was inflated to 10 atm with water and the pressure was held there for 30 seconds without issues. As it was deflated , the balloon was easily pulled out of the sheath. Per the IFU the input introducer is recommended for use whereas the cordis brite tip is not. As the user was able to retract the catheter from the introducer after it was removed from the patient's body, we were able to advanced and retract the same balloon from the same introducer that was returned with the sample without issues. A torturous anatomy in the patient might have contributed to the inability of the physician to retract the balloon from the introducer in the body. This complaint is inconclusive as the problem could not be reproduced and root cause is unknown. The current IFU states: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The IFU (info for use) for this product states the following: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.